Event description:
It was reported that the patient went to the emergency room with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site (abdomen), the cannula was found crooked. Symptoms reported include hyperglycemia, bronchitis, vomiting, headache, dizziness and chest tightness. The patient was treated with unspecified intravenous fluids, a combination of unspecified headache medication, steroids for the bronchitis and keeping the pod on for insulin therapy. The patient removed the pod once they got back home and activated a new pod on a new pod site. The patient was discharged the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage and communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.5. Hardware: iphone14.7. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.